Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and found that the scope communication error b30 occurred due to a cr board failure. In addition, the device error log showed that the scope communication error e216 had occurred. Based on the device evaluation result, the scope communication error b30 may have been displayed due to a communication error with the endoscope due to the cr board failure. The cause of the failure of the cr board may be an accidental failure because no other abnormality was confirmed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.